Manufacturer narrative:
All available information indicates that this product was explanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead dislodged. As a result an invasive procedure was performed. The physician elected to explant and replace the lv lead. No adverse patient effects were reported as result of this procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted set screw marks on the is-1 terminal pin, however no marks were found on the ring. Laboratory testing was unable to reproduce the reported clinical observation of dislodgement.